Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a shoulder pack left-side snap does not stay fastened to hold the controller in place. The shoulder pack was re placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the shoulder pack with unknown serial number was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned shoulder pack in relation to the reported event. Failure analysis of the returned unit revealed that the shoulder pack passed visual examination and functional testing. No anomalies were observed with the shoulder pack. The shoulder pack was able to hold the controller in place. As a result, the reported event was not confirmed. If information is provided in the future, a supplemental report will be issued.